Manufacturer narrative:
E1 - (B)(6). H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was difficult to advance beyond the cannula hub during a partial splenic embolization (pse) via a femoral artery approach in an unknown patient. Resistance was encountered with the second coil, and it could not be advanced beyond the cannula hub from the inserter. No issues were mentioned with the first unknown coil. The catheter was flushed prior to insertion of the second coil. Another coil with the same rpn was used to complete the procedure. Cook received one device in a used condition. The coil was unable to be deployed. The loading cannula hub was removed and upon visual inspection the coil was noted to be unraveled; thus, prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. During further investigation of the returned device, no unraveling of the coil was noted. Cook received one device in a used condition. The coil was attempted to be deployed and was unable. The loading cannula hub was removed and upon visual inspection it was noted the coil was damaged inside the hub. However, no unraveling of the coil was noted. There is no evidence to suggest that the observed device failure, difficult deployment of the coil from the loading cannula hub, would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.